Event description:
The customer reported that the clear insulation became form during the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The clear insulation is damaged. The device failed hipot testing.